Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had unexplained low blood glucose. Customer's blood glucose was 47 mg/dl. Customer treated with food and suspended the pump. Customer stated that the pump is now resumed on his body. Customer's most recent reading was 121 mg/dl. Customer mentioned that he was in the emergency room for a stomach flu or bug but it was not diabetes related. Customer has not treated for the blood glucose reading of 121 mg/dl but he has treated for the low blood glucose reading of 47 mg/dl. Customer has been experiencing low blood glucose for 1 week. Customer has been on pump therapy for 2 weeks. Customer is using u500 insulin in the pump and it was explained that it is improper use. Customer will use what his doctor prescribes and that is u500 humulin r. Customer was not admitted as an inpatient for medical treatment. Customer has bleeding in his eyes and is having a difficult time seeing the pump display. Customer will call back with his brother's assistance.